Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal], chronic fatigue [chronic fatigue] , difficulty in walking for long periods [difficulty in walking], sleep disorder [sleep disorder] , muscle pain, [muscle pain] , joint pain [joint pain] , muscle stiffness [muscle stiffness], upper limb tendinitis [tendonitis] , burn out [burn-out syndrome] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 03-apr-2025. The most recent information was received on 15-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. D31443) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1911 days after essure insertion, she experienced fatigue ("chronic fatigue"), gait disturbance ("difficulty in walking for long periods"), sleep disorder (" sleep disorder"), myalgia ("muscle pain,"), arthralgia ("joint pain"), musculoskeletal stiffness ("muscle stiffness"), tendonitis ("upper limb tendinitis") and burnout syndrome ("burn out"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the fatigue, gait disturbance, sleep disorder, myalgia, arthralgia, musculoskeletal stiffness and tendonitis had not resolved. The outcomes for medical device removal and burnout syndrome were unknown. No causality assessment was received for essure with regard to gait disturbance, fatigue, sleep disorder, myalgia, arthralgia, musculoskeletal stiffness, tendonitis, burnout syndrome or medical device removal. The reporter commented: current condition of the patient: chronic fatigue, sleep disorder, muscle pain, joint pain, difficulty in walking for long periods, muscle stiffness, upper limb tendinitis. Actions taken to treat the patient in the healthcare facility: not specified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-apr-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal], chronic fatigue [chronic fatigue] , difficulty in walking for long periods [difficulty in walking] , sleep disorder [sleep disorder], muscle pain, [muscle pain] , joint pain [joint pain] , muscle stiffness [muscle stiffness], upper limb tendinitis [tendonitis] , burn out [burn-out syndrome] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 03-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48-year-old female patient who had essure inserted (lot no. D31443) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1911 days after essure insertion, she experienced fatigue ("chronic fatigue"), gait disturbance ("difficulty in walking for long periods"), sleep disorder (" sleep disorder"), myalgia ("muscle pain,"), arthralgia ("joint pain"), musculoskeletal stiffness ("muscle stiffness"), tendonitis ("upper limb tendinitis") and burnout syndrome ("burn out"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the fatigue, gait disturbance, sleep disorder, myalgia, arthralgia, musculoskeletal stiffness and tendonitis had not resolved. The outcomes for medical device removal and burnout syndrome were unknown. No causality assessment was received for essure with regard to gait disturbance, fatigue, sleep disorder, myalgia, arthralgia, musculoskeletal stiffness, tendonitis, burnout syndrome or medical device removal. The reporter commented: current condition of the patient: chronic fatigue, sleep disorder, muscle pain, joint pain, difficulty in walking for long periods, muscle stiffness, upper limb tendinitis. Actions taken to treat the patient in the healthcare facility: not specified. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.